Event description:
As reported, the patient had an initial tka 20+ years ago on an unknown date. The patient was revised on (B)(6) 2023 and the poly was exchanged for extension issues. The poly was in very good condition for being implanted for 20 plus years. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: pending investigation.